Manufacturer narrative:
Based on the available information, this event could lead to a serious injury if the issue were to recur. Reporter states his skin care routine includes cleansing with antimicrobial soap, barrier spray, powder, stomahesive paste, eakin seal and hernia support belt. End use was instructed on appropriate skin and advised to follow-up with hcp. (B)(6) saw customer beginning one month ago. He visited her 3 to 4 times over several weeks. (B)(6) recommended to discontinue the sure-fit natura dh moldable convex wafer and hernia belt; and to try a non convatec non convex 2 piece system with a larger flange size and a skin barrier seal. He advised his wound healed about one week ago. He then returned to using his convatec sure-fit natura dh moldable conves wafer with hernia belt; and his wound has reoccurred. Cic (B)(6) recommended he discontinue sure-fit natura dh moldable convex wafer and hernia belt; and trial 2 piece non convex in a larger flange size with eakin; and then trial piece non convex with eakin and no hernia belt and he verbalized understanding. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive convex moldable wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.

Event description:
End user reports pressure ulcer at 8 o'clock position about the size of a dime with shallow depth which is painful.